Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Upon opening the package and retrieving the stent from the protective shield the physician observed the 2.50 x 38mm promus element stent was damaged, the rear part seemed crushed. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Upon opening the package and retrieving the stent from the protective shield the physician observed the 2.50 x 38mm promus element stent was damaged, the rear part seemed crushed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside its silver foil pouch. A visual and microscopic examination identified proximal stent damage. The proximal end of the stent was bunched up and the stent had moved forward distally on the balloon by 15mm. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 240mm and 580mm distal from the catheter's strain relief. Several smaller kinks were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. Handling damage - the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).